Manufacturer narrative:
One ev1000 platform was returned to edwards for product evaluation. The evaluation found that after performing the evfts test for four hours on the system that the reported issue was not confirmed. It was reported that there was a touchscreen failure on the unit and that the map on the ev1000 monitor and the map on the bedside patient monitor did not match. This was not confirmed through evaluation. However, it was found that the gender changer on the unit was missing. This component was replaced. There was no patient injury reported. The device/service history record review was completed and there was a non-conformance that was generated during the manufacturing process; however, it was not related to the reported complaint issue. The reported event was not confirmed by evaluation. It could not be determined if any clinical or procedural factors may have contributed to the event. No further actions will be taken at this time.

Event description:
It was reported that while monitoring a patient, the arterial pressure values that were displayed on the edwards ev1000 monitor did not match with the arterial pressure values on the patient bedside monitor. However, the arterial waveforms on both units did match. It is unknown whether there were any error messages that displayed. The touchscreen on the edwards ev1000 pc panel did not respond. There was a touchscreen failure. No patient injury was reported.